Event description:
The customer reported the system would not rotate images and the right monitor is locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a pin in the c-arm connector. The system operates as intended.